Event description:
A us distributor contacted zoll to report that electrode belt (B)(4) had non-functional ecgs.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem (non-functional ecgs) has been confirmed. Upon investigation, the electrode belt an ECG fall-off test. There was a fractured solder connection at the j2 tab inside of the rear 2-wire therapy electrode (te). The cause of the test failure was isolated to the fractured solder connection. A risk assessment performed on this failure mode indicates that this failure does not preclude the lifevest's ability to deliver a treatment from the other two tes. Per ansi/aami (B)(4), the remaining two tes have sufficient surface area for adult external defibrillation. The root cause of the fracture was an improperly formed solder connection combined with mechanical stress. A corrective action was issued for this error. No adverse event resulted from the non-functional therapy electrode.